Event description:
The customer reported the image from the subject device was blinking. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service did not reproduce the blinking image. The image was distorted when the device was connected to the video processor. A review of the device history record found no deviations that could have caused or contributed to the blinking or distorted image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the blinking image was not reproduced due to the image being dark and distorted. It is likely the image was dark and distorted due to a communication failure caused by failure of the cable. The cause of the cable failure could not be determined. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.